Manufacturer narrative:
Unit received with blank display due to moisture damage on electronics assembly. Unit received with moisture damage noted on motor, vibrator motor assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery compartment cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.